Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The inner and outer shaft has a puncture hole 134.2cm from the hub which is consistent with the damage that is seen caused by use of a guidewire. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was a concentric , de novo and was located in the mildly tortuous, mildly calcified left anterior descending (lad) artery. The lesion contained >= 90 degrees bend. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at 13 atmospheres for 3 seconds. The device was completely removed from the patient and the procedure completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was a concentric , de novo and was located in the mildy tortuous, mildy calcified left anterior descending (lad) artery. The lesion contained >= 90 degrees bend. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at 13 atmospheres for 3 seconds. The device was completely removed from the patient and the procedure completed with another of the same device. No patient complications were reported and patient's status was stable.